Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with a patient interface (pi) during a laser treatment while the laser was firing. A brief description from the surgery center indicated there was a loss of suction while making flap and during the pocket creation on the right eye. The surgery center was not able to complete the planned procedure and therefore the procedure was switched to a photorefractive keratectomy (prk). The patient's chief complaint was of swollen and light sensitivity. The account reported that patient experienced loss of best corrected visual acuity however, the visual acuity readings does not confirm that. Pre-op; bcva from (B)(6) 2016: right eye pre-op 20/20 -4.75 x -1.00 x 85; left eye pre-op 20/20 -4.25 x -.25 x 140. Post op bcva from (B)(6) 2016: right eye post-op 20/20; left eye post-op 20/20.